Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 481 mg/dl, which was treated with a manual injection. The customer's mother stated that the customer had small ketones. She stated that overnight, he became disconnected from the insulin pump because he may not have put the infusion set in correctly. She confirmed that the last infusion set cannula was bent upon removal. The most recent blood glucose reading was 209 mg/dl, and the caller was assisted with recommended infusion set use procedures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.